Event description:
It was reported that the bottom case of the epg (external pulse generator) was broken. The epg was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, and the output connector was broken on the ventricular side. (B)(4).